Event description:
Kimberly-clark corporation received the following notice on 05/23/06. The complainant alleged that she noticed a vaginal discharge; wondered if she had forgotten to take the tampon out, searched and found nothing. After a couple more weeks she noticed odor, pain, and discharge so checked again for tampon and alleges that she pulled out a portion of the tampon. She went to her doctor, received pelvic examination, and no more tampon material was found. Complainant stated that she was given medication for the infection. Item b.3. Above will not accept year only as directed in the instructions. Complainant did not give exact date of the initial event.

Manufacturer narrative:
This form contains information reported to kimberly-clark corporation or one of its subsidiaries and may not, after further investigation, represent actual fact. Neither the submission of this or any other info constitutes an admission that the device has malfunctioned or establishes the existence of any causal connection between a product and a death or serious injury.